Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain at his scs ipg site. The pt is pending a follow-up with an sjm representative and his physician to further evaluate the issue.